Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials were not provided. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the robot is not accurate and the screws were placed lateral to the wanted trajectory. The deviation amount was believed to be less than 3.5mm. The right side of l4,l5 inserted by robot. The left side by hand, but at the end of the surgery they had to remove the right screw of l4 and insert it again by hand. The navigation was showing the correct trajectory, but it was deeper in bone. There was no patient impact reported and a delay of less than one hour.